Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a communication fault alarm. The bedside nurse called the ventricular assist device (vad) coordinator to report the communication fault alarm. The team exchanged the system controller without issue to the patient's backup controller. Exchanging the controller resolved the event. Log files were not able to be obtained, however, the affected controller was returned for evaluation. A warranty replacement controller was requested.